Event description:
A power source alert was reported by the caller, and there was no adverse impact to the customer's blood glucose level. The customer was advised to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would start charging. After following these instructions, the pump began charging successfully.